Event description:
Related manufacturer reference number: 2017865-2022-19513. It was reported that noise was detected on both the atrial and ventricular leads. The noise was able to be reproduced with a range of motion movements. Pacing inhibition was also noted during the oversensing events. Both leads were capped and replaced on (B)(6) 2022. No adverse health consequences; the patient was stable.